Manufacturer narrative:
It was reported that the v60 was unable to operate on ac power. It was confirmed that there was power going into the power supply but no power was going out. The remote service engineer (rse) provided the part number for a power supply to the customer. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to operate on alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the v60 was unable to operate on ac power. It was confirmed that there was power going into the power supply but no power was going out. The remote service engineer (rse) provided the part number for a power supply to the customer. The investigation is ongoing.